Event description:
It was reported an under infusion of normal saline. Normal saline was ordered to infuse as 1000ml and 500 ml bags. Per report "1500mls was programmed using IV no additives feature". The infusion was intended to complete within 1 hour and 35 minutes. When the pump alarmed, 300mls was remaining and had not infused. It took 1 hour and 51 minutes to infuse the total volume. The pump indicated 1800ml had infused. The event occurred at 1025 am. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an under infusion of normal saline. An infusion of normal saline was ordered to infuse from a pair of 1000ml and 500 ml bags. Per report "1500mls was programmed using IV no additives feature". The infusion was intended to complete within 1 hour and 35 minutes. When the pump alarmed, 300mls remained and had not infused. It took 1 hour and 51 minutes to infuse the total volume. The pump indicated 1800ml had infused. The event occurred at 1025 am. There was patient involvement but no harm.

Manufacturer narrative:
Correction: date of event, initial reporter occupation, other occupation, report source other, concomitant med prod/dates and report source. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a25. Annex b: b01, b14. Annex c: c19. Annex d: d14. Annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through log review and was not replicated during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating withing specification for rate accuracy and was operating as intended. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal inspection of the suspect device did not identify any irregularities. The event date was reported to have occurred on 21 may 2025, at 10:25 am. A review of the pump module error log showed no records related to the reported issue of the suspect pump module. A review of the pcu event logs showed that on 21 may 2025, at 8:33 am, the pcu was powered on, and the suspect pump module was attached and assigned with channel a, the profile in use was identifies as ¿critical care adult¿. At 8:34 am, a guardrails IV fluids (ivf no additives) was programmed at rate of 999ml/h with a volume to be infused (vtbi)of 1500ml. At 10:04 am, the infusion was completed on schedule and transitioned to keep vein open (kvo) with primary volume infused (pvi) recorded of 1500.08ml. The user updated the vtbi to 200ml. At 10:18 am, the infusion was completed on schedule and transitioned to kvo with pvi recorded of 1700.1ml. The user updated the vtbi to 100ml. At 10:25 am, the suspect pump module alarmed ¿air-in-line¿, the user pressed channel off with pvi recorded of 1800.16ml. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump module was disassembled, please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported of an under infusion was not determined of replicated. Laboratory testing showed the suspect pump module was delivering fluid within specification. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.